Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes reported that 2 days later, she noticed her glucose started to rise and when she went to check site, she noticed leaking. When site was removed the patient stated that the cannula was bent. The last set was on (B)(6) 2026. The patient reported that the site was inserted and it hurts but 2 days later the site leaked and cannula was bent so she changed it, but it left a red mark. The patient stated this was caused by scar tissue she has and wanted to know how soon a 9 mm cannula would be available as her hcp has advised she stop the distributor call center therapy until longer cannula will be available. The event occurred during insertion and there was no patient harm.